Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temperature ¿ moisture ingress) issue. It was reported that the patient was woken up by the pump beeping and noticed that the pump was hot. It was reported that moisture corrosion was present in the pump but there was no physical damage. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up # 1 date of submission 29-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 16-mar-2018 with the following findings: a review of the pump black box data showed no evidence of a sudden drop in the battery voltage that would indicate an overheating occurred. A review of the pump black box data verified a power interruption at the time the overheating was reported. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. During visual inspection of the pump, it was observed that the battery compartment was cracked but there was no evidence of moisture in the battery compartment or internally. The investigation did not confirm the initial complaint about excessive pump temperature issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.